Manufacturer narrative:
Continuation of d10: product ID: dvea3e4, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product ID: 694858, lot#serial#: (B)(6), implanted: on (B)(6) 2005; product ID: dvbb1d1 (bwi206938h); implant date: on (B)(6) 2014; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's right ventricular (rv) lead was suspected of a low voltage fracture. The physician opted to implant an extravascular implantable cardioverter defibrillator (ev-ICD) system. During the post operation interrogation oversensing, myopotentials, and decreased r-waves were observed while the patient's barostim was off. When the barostim was programmed on noise and electromagnetic interference were observed in unipolar configurations. The physician opted to explant the ev-ICD system and add a new pace/sense lead and use the previous rv coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.